Manufacturer narrative:
(B)(4). This report for a user error was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center and reported that the patient disconnected during therapy. The home patient (hp) stated she had the transfer set open and the patient line did not have a flexicap on it when she disconnected. The technical service representative (tsr) advised the caregiver (cg) that they will need to call the nurse and inform her. The tsr explained to the cg when the hp disconnects during dwell needs to close patient line clamp, place flexicap on patient line, close transfer set and place cap on the catheter. Baxter product surveillance contacted the hp on (B)(6) 2011. The hp stated that the issue was resolved by ending therapy and starting with new supplies. The hp had disconnected and pressed go without connecting, however, never reconnected. Per hp, she did not receive any injury or medical intervention as a result of this incident, the hp has not notified the nurse. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.